Event description:
It was reported that the pump was dropped and the touch screen became shattered. Subsequently, the touch screen froze and the insulin gauge was inaccurate. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 467 mg/dl.